Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: oxygen supply failed.

Manufacturer narrative:
The logfiles showed a "oxygen supply failed" alarm. No further information has been received; however, the on-site technician confirmed that no part was replaced and the device returned to service. For hamilton medical ag, this complaint is considered closed. We will continue monitoring similar events. UDI: was corrected to: (B)(4).